Manufacturer narrative:
Device fracture eval indicates fatigue fracture of device. Medwatch report indicates physician report stating "he (i.e. Pt) reports that he was being rather active, and noted acute onset of pain in the right shoulder". Conclusion: over activity of pt in short time period (at 5 weeks) did not allow adequate bone healing of the clavicle bone fracture. Pt repeat high activity stress on clavicle plate caused fatigue fracture of plate.

Event description:
Failed (fractured) bone plate (right clavicle) 5 weeks post-op, as reported through medwatch on 10/14/2008. Pt reports immediate onset of pain in shoulder/clavicle area in 2008. Intervention surgery was conducted about two days later, to remove fractured clavicle plate, re-align clavicle bone, and repair with insertion of new clavicle plate.